Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml hydromorphone at a dose of 0.537 mg/day and 0.6 mg/ml bupivacaine at a dose of 0.03221 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient can in for a refill and an empty pump alarm had occurred on (B)(6) 2018 that was confirmed by a clinician programmer. The patient was hard of hearing (hoh) and did not hear the alarm. The patient had missed the refill. Troubleshooting resolved the reported event. No symptoms were reported and no further complications were expected or anticipated. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the hcp was refilling the patient's pump on (B)(6) 2018 and the hcp planned to aspirate the catheter as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient's weight at the time of the event was (B)(6).